Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 6098917. Medical device expiration date: 3/31/2018. Device manufacture date: 4/7/2016. Medical device lot #: 5294505. Medical device expiration date: 10/31/2017. Device manufacture date: 10/21/2015. (B)(6). Bd received 1 photo and 1 sample from the customer facility for investigation. Based on the evaluation of the photo and visual inspection of the sample, bd observed that the IV protector was loose inside the packaging. The manufacturing records were reviewed for the incident lot and no issues were identified. Based on the investigation, the root cause / potential root cause for the loose IV protector was determined to be excessive lubricant on the air knives due to wings stuck in cascade trough, which resulted in lubricant on the wing nose. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had a loose IV shield. It was stated that before opening, the user could observe the "IV cannula" are without the "IV shield" like they are loose inside. There was no report of serious injury or medical intervention.